Event description:
On (B)(6) 2022, it was reported by a sales representative via email that (2) ar-9625 hex drivers broke during a case. This was discovered during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the drive geometry was twisted. It was also noted that the drive geometry was broken. The broken pieces were not returned for investigation. Due to the condition of the tip, the dimensions could not be accurately assessed. The cause remains undetermined, however, a probable cause can be attributed to over-torqueing/over-engaging the driver with the screw head.